Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were currently in the hospital for diabetic ketoacidosis. They said that they need reservoirs sent to them. Their blood glucose was 514 mg/dl and did not want to troubleshoot. The reservoir is not being returned for analysis.